Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: linear st lead kit 50 cm, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7073609.

Event description:
It was reported that the patient experienced tenderness over incisions sites and where the leads meet the connector. It was also noted that patient experienced pain at lead site and unable to lay or sit. The patient had inadequate and non target stimulation despite of reprogramming done. Xray revealed that the leads migrated. The patient underwent a revision procedure wherein the lead was repositioned.